Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial (B)(4), implanted: (B)(6) 2011, explanted: product type: lead. Product ID: 3778-60, serial (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome-other. It was reported that the leads were replaced. The patient stated that the surgical leads failed so a paddle was implanted, but the ins was not replaced. The patient clarified that the leads failed meant that one lead migrated further down and the leads were apart and not relieving their symptoms.